Event description:
During routine field service maintenance visit to the customer, the core micro drill overheated during testing. There was no pt involvement, and no adverse event associated with the device.

Manufacturer narrative:
The customer chose to not send the device for eval. Therefore, we are unable to determine the root cause of the issue.